Event description:
It was reported that the device was used during a gastric bypass, per the note left with the device, the device would not staple. Case completed with another device of the same product code. There was no pt consequence.